Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported the pt was experiencing red heart and low flow alarms. With guidance from the hospital staff, the pt and care giver exchanged the system controller which reportedly resolved the alarms. The pt was taken to the clinic for further eval where an EKG revealed ventricular fibrillation (vf). The pt was defibrillated and admitted to the hosp. The pt had reportedly had diarrhea for 3 days. The medical personnel did not suspect a device related issue but thought that the low flow condition was related to the pt's hypovolemia (decrease in volume of blood) and arrhythmia (abnormal heart rhythm). The pt had reportedly declined an automatic implantable cardioverter defibrillator (aicd) approx three weeks later, the pt presented to the hosp with another episode of low flow and red heart alarms and the system controller was exchanged which reportedly resolved the alarms.

Manufacturer narrative:
The pt continues on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.